Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no negative trends were observed. No sample received and no lot number provided. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. The IFU states to discontinue the device if redness or skin irritation occurs. Reporter stated that there was a preexisting sore on the upper lip but they used the anchor fast device anyway. The IFU states to reposition the endotracheal tube from side to side at least every 2 hours. The account reported less frequent repositioning. The IFU says after application of the oral endotracheal tube fastener, check the patient frequently to ensure that both the oral endotracheal tube fastener and the endotracheal tube are secure and correctly positioned. The facility reviewed the respiratory therapy notes and there was no documentation of assessing the anchor fast holder. We have concluded that the IFU was not followed. Additional inservicing is being conducted by hollister associates.

Event description:
It was reported that an anchor fast endotracheal tube holder was placed on a patient who had a preexisting sore on the upper lip. The patient experienced a full thickness upper lip injury. Plastics were consulted but no aggressive treatment was given for the wound because the patient was unstable and expired.